Event description:
In 3/2002, the co was notified that the pt developed and fully recovered from meningitis. The pt has had prior episodes of meningitis in pt's lifetime. In 2002, the pt underwent revision surgery to remove the electrode positioner from the inner ear. The cochlear implant remains implanted in the pt.